Manufacturer narrative:
Product has been requested, but it is unknown at this time if the product is available for return. Additional information regarding treatment has been requested but not yet received. A review of the manufacturing records is in process. Based on available information at the time of this report, no causal factors can be determined and no conclusion can be drawn.

Event description:
A surgery center reported a patient experienced a burn from a thermage treatment. Additional procedure information has been requested from the center, but not yet received.

Event description:
Additional information has been received regarding this event. A physician reported their patient experienced a burn on the right side face one day after undergoing a thermage facial treatment. The physician prescribed cortisone 0.5% treatment for the burn area. The patient¿s current status is post burn mark pigmentation. Available images were reviewed by a medical reviewer; inflammation, redness and blisters are visible on right side of the face. The inflammation reduced through day 2 and 3 of the event. At day 7 multiple crusts and hyperpigmented lesions are visible. The possibility of a permanent scar was reported as unlikely. The physician reported the treatment was completed with a maximum power level of 3.5. The treatment tip was inspected prior to and during treatment with no noted abnormalities. Physician stated an ample coupling fluid was used during the procedure. The physician reported no system errors or anything out of the ordinary occurred during treatment.

Manufacturer narrative:
The treatment tip was discarded and is unavailable for evaluation. A review of the manufacturing records showed all requirements were met. The customer reported no system errors or anything out of the ordinary occurred during treatment. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined and no conclusions can be drawn.